Event description:
It was reported that the right ventricular (rv) lead exhibited greater than 9,999 ohms impedance and no rv lead capture at maximum outputs. It was also reported that the rv lead was fractured. The lead was capped and replaced. No patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High ventricular impedance/resistance was noted.